Event description:
A (B)(6) year old female pt contacted zoll customer support to report that her battery pack would not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge) has been confirmed. As received, the battery would not charge or power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells was unable to be positively determined, but was likely aging of the battery pack. No adverse event resulted from the defective battery cells. The pt received a replacement pack.